Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was physically damaged when the patient slipped and fell on it, resulting in a broken screen and loss of connectivity to the phone; a replacement ilet was shipped and the patient was instructed on shutting down the damaged device, syncing data to the mobile app prior to return, and completing setup on the replacement since data would not transfer. Symptoms included no reported injury, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included no clinical impact and no hospitalization. Investigation included customer communication and coordination for device return and replacement logistics. Investigation of this device revealed damage due to an external impact to the device, consistent with user drop resulting in screen breakage and connectivity loss, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.